Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cable j704 connector was broken off the ¿dn¿ pca. The root cause for the damaged j704 connector was physical abuse. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.